Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pwd (person with diabetes) called in to report a "line blocked" alarm, which occurred on a device that is not manufactured by ICU medical. The initial alarm occurred while the pwd was at work and was resolved using the current cassette (also not an ICU medical device). However, later in the day, during a meal bolus, the alarm recurred. The pwd attempted to resolve the issue again using the same cassette, resumed basal delivery, and attempted another bolus. The alarm recurred once more. The pwd then proceeded to change both the cassette and the infusion set. The issue was resolved. The event occurred while in use with patient. The operator of the device was the lay user/patient. There was no patient injury. Patient is a 46-year-old, white, non-hispanic/latino female.